Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, was reviewed on nov 03, 2021. Visual analysis of the photographs identified; broken shell and red particles on the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.